Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 430 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that they reservoir had received insulin flow blocked alarm. Customer stated that the insulin did not exit. Customer also stated that the insulin pump did not alarm insulin flow blocked and advised to that the changing the reservoir resolved the issue. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.